Event description:
It was reported a microcatheter was stuck in a coil. Splenic aneurysm embolization: after the cook 2.2f microcatheter was selected in place, interlock was used to embolize the tumor. After three 14 * 30 interlock controllable coils were deployed continuously, the 12 * 30 controllable coils were deployed continuously. When the coil was delivered to 1/2 of the microcatheter, it was stuck, and it could not be pushed forward even after adjusting the deploy angle. Heparin water washing was failed, and it was found that the coil was stretched when it was withdrawn together with the microcatheter. In addition, a new non-(B)(6) microcatheter and a coil of the same specification were successfully deployed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).